Event description:
Biliary stent was attempted to be removed by conmed singular polypectomy snare medium oval, lot ref #000983, lot 0709213. First attempt the wire snare broke inside the pt. Snare was retrieved intact. Second attempt with another snare with the same lot # 0709213 snare loop detached from the device inside the pt. The detached loop and snare was retrieved and removed.